Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands were sticking to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that the ligator head returned had six bands attached. The suture thread was intact, and still presented the loop. No damages were observed in the teeth. The device was observed under magnification, and no problems were observed. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that the ligator head did not have any problems. The returned device did not have evidence of deployment problem. Therefore, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands were sticking to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that the ligator head returned had six bands attached. The suture thread was intact, and still presented the loop. No damages were observed in the teeth. The device was observed under magnification, and no problems were observed. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was found that the ligator head did not have any problems. The returned device did not have evidence of deployment problem. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block h6 (device codes), and block h10 have been updated based on the additional information received on july 7, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands were sticking to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.